Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced a syncopal episode. The patient was admitted to the hospital and it was determined the implantable pulse generator (ipg) had reached elective replacement indicator (eri). The longevity of the device did not meet the expectations of the customer. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.